Manufacturer narrative:
Device identifier # 10381780253457. The device was returned for evaluation to the manufacturer for physical evaluation. The reported complaint is not confirmed. No issues observed in the pressure reading of the device. The investigation showed that the lock has rotational and lateral movement and a residue buildup is present. Unit need new components added to replace worn internal parts; general maintenance and cleaning required. The observed condition is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined .

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A surgical implant coordinator reported that the a1059 mayfield modified skull clamp had an issue with the pressure reading. Additional information has been requested.